Manufacturer narrative:
The manufacturing location for this product is (B)(4). This site is not registered with the FDA. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Investigation summary: photos were received by bd for evaluation. A quality engineer was able to review the photos of venflon I 20ga, lot# 1086741, regarding item # 391592 with the reported issue of ¿the customer is facing leakage issue in venflon-I at the joint of catheter and bushing. In one of the instances the catheter has broken at joint and came out from cannula while withdrawing the device from patient¿. The DHR of lot number 391592 and batch number of 1086741 was reviewed and no quality notification was found on this lot number. No samples and four photographs received from the customer. The investigating team has also used the retention samples of material code 391592 and lot number 1086741 for investigating the reported defect. The investigation team has carried out the simulation of the complaint on the ten retention samples of product material code 391592 and lot number 1086741. Based on the simulation carried out on the venflon I 20ga retention samples, the defect could not be confirmed. Simulation done to check for leakage and breakage of the cannula on retention samples venflon I 20ga of lot number 01086741 cannulas did not have any retentions confirming the defect. The defect could not be confirmed as lack of original sample and simulation on retention samples failed. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on this, a CAPA is not needed at this time.

Event description:
It was reported that the venflon I 20ga 1.0 mm x 32mm catheter separated from the hub while removing it from the patient and leaked. This occurred with 3 separate catheters during use. The following information was provided by the initial reporter: "the customer is facing leakage issue in venflon-I . The leakage is happening at the joint of catheter and bushing. In one of the instance the catheter has broken at joint and came out from cannula while withdrawing the device from patient."